Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
--

Event description:
Bosotn scientific recieved information that this pulse generator (pg) had triggered end of life (eol). Premature battery depletion was suspected. This device will be explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis this event will be updated.